Event description:
During an in-clinic follow-up, a drop in battery longevity was observed on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of longevity anomalies and premature battery depletion was not confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image and session records indicated the device was operated in high power consumption mode, consistent with the elevated current that was recorded in the current trends. Average monthly voltage depletion was also steady with normal remaining longevity over the years. Electrical and mechanical test results indicated normal device functionality. Longevity assessment found the device was operating above elective-replacement voltage levels, consistent with normal projected longevity.